Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. Reference complaint (B)(4)."

Event description:
"On (B)(6) 2012, the (B)(6) at maquet (B)(6) reported that the hcu 30 serial number (B)(4) was displaying 'no ice' even when ice was being formed. The device was recalibrated but that did not solve the problem. Reference complaint (B)(4)."